Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was found to be leaking into the overpouch. The pump was filled with flucloxacillin 8000mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufactured september 1, 2016 ¿ september 3, 2016. The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph did not show evidence of a leak. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.